Manufacturer narrative:
(B)(4). Investigation results the returned flexiva 200 tractip laser fiber was analyzed, and the laser fiber was returned fractured along the body and in two pieces. The first piece measured 218.4 cm and the second piece measured 95 cm. The exposed glass tip appeared to have been detached/separated and not returned. Examination under magnification confirmed the pattern on the tip is consistent with a fracture. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the exposed glass tip was detached/separated and not returned. The fiber was fractured along the body and returned in two pieces. Additionally, light from the sma connector was bright and round, indicating no fracture within the fiber connector. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up and use contributed to the detached/separated fiber tip and fracture along the fiber body. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 23, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2020. During the procedure, the laser fiber worked at the start of the case, but then suddenly lost power. The physician tried to cut/strip the fiber to be able to continue using it. However, the laser fiber did not work. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of the laser fiber fractured and fiber tip detached.